Event description:
This lead was capped and replaced due to loss of capture and impedances greater than 3200 ohms. There were no adverse pt events reported. Should additional info be received, this file will be updated.